Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 110 units. Reportedly, the cartridge was filled with 500 units of insulin. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. The customer's blood glucose level was 473 mg/dl.